Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
An event occurred with an a2000 mayfield skull clamp which was described as follows: "pt's head is falling off clamp". The surgery had not begun when an adult pt was repositioned in preparation for a frontotemporal brain tumor excision when the head fell out of the clamp. There was no delay and no injury involved with this incident. There was no stereotaxy device used in conjunction with this unit. Add'l clarification rec'd on (B)(4) 2013 that the skull clamp was fixed to the pt's head when the incident happened so the pins were already penetrated into the skull.